Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had interstitial cystitis that was difficult to control clinically. The patient benefited from unilateral lead implantation and produced partial symptoms with an improvement in bladder capacity, urinary frequency, and pelvic pain. However, the patient still had ¿some crises¿ and the quality of life remained poor. The patient was brought in for a second procedure to implant another ¿neuromodulator¿ contralateral to the original. During this procedure, it was necessary to disable the first "neuromodulator." When it was turned on again they found that the equipment was defective and a warning message showed "in the control." Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the product had been explanted. It was unknown when this occurred or what was explanted. No further information was reported.

Manufacturer narrative:
No analysis to be performed until authorized by legal department. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
Additional information received reported there was bad lead placement which had to be compensated with high voltage. The battery depleted faster than expected due to this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.